Event description:
It was reported that the communicator showed a flashing yellow call doctor icon (ycd), and the communicator was hot. The communicator manual was under the communicator, and the heat from the communicator caused the pages to stick or melt. A boston scientific company representative opted to send the communicator. The communicator is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the product allegation was not confirmed. The analysis found no evidence of device anomaly, issues or damage outside the bounds of normal medical use.

Event description:
It was reported that the communicator showed a flashing yellow call doctor icon (ycd), and the communicator was hot. The communicator manual was under the communicator, and the heat from the communicator caused the pages to stick or melt. A boston scientific company representative opted to send the communicator. Additional information from product investigation indicates that the allegation was not confirmed. The analysis found no evidence of device anomaly, issues or damage outside the bounds of normal medical use. The communicator is no longer in service. No adverse patient effects were reported.